Manufacturer narrative:
During the investigation fluid was observed to be leaking from a tear in the unexposed soft cannula. Due to the internal leak, corrosion was observed on the on the pcb, bottom battery, and the mechanism rails. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. The investigation could not determine if the tear contributed to the reported event and the cause of the reported event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod for an unknown amount of time. Treatment information was not provided. It was unknown the exact issue of the pod.